Event description:
Deceased [death]. Route: under the skin [incorrect route of drug administration]. This serious regulatory authority, spontaneous report was received from a pharmacist in united states. This report concerns a male who died during treatment with subcutaneous euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, dose unknown, weekly for 3 weeks, for osteoarthritis from 2015 and ongoing. The reporter stated that the patient's wife reported that the patient was deceased. The date of death was not provided. The patient died on an unknown date. Action taken with euflexxa was dose not changed. On an unknown date, the outcome of deceased was fatal. Concomitant medications and medical history were not reported. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: case number, others = mw5070224. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + (B)(4) country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. (B)(4)